Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a gap between the membrane frame and the case and a hole noticed underneath the membrane frame was confirmed by the tpc during a site visit, and the hole observed by the customer are actually insert holes for the membrane frame rivets (see attached tpc site summary). No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The gap the customer is referring to in the attached photo is the molding gate on the membrane frame and is created during the molding process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿as I was inspecting his device, I noticed that every pump has what appears to be a gap between the membrane and the case. I had removed the membrane and there is a hole there with nothing covering it. The hole is used to hold the membrane in place. The hole leads directly into the electronics of the pump. If this were to get saturated with fluid it could cause corrosion to the electronics of the pump." An incomplete date of event of (B)(6) 2019 was provided. There was no report of patient involvement.